Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the device, the root cause cannot be determined. Based on the received information, the pannus overgrowth would have impaired the leaflet mobility leading to increased gradient. There are many studies which discuss the etiology of pannus. Pannus formation is patient-dependent based on the possible underlying cause. Chronic pannus formation may be precipitated by an immune response to the bioprosthetic valve sewing ring and /or sutures and size of the bioprosthesis. It may also be caused by the presence of an injured endothelial surface potentially releasing fibroblast growth factor-2, blood flow turbulence, pregnancy and /or inadequate anti-coagulation. The time of pannus formation after valve implantation varies; studies have reported time frames from 6-12 months. The ingrowth of the tissue may gradually affect the function of the valve leaflets. Pannus overgrowth has been an inherent risk of surgical valve replacement.

Event description:
Medtronic received information that 8 months and 25 days post implant of this 23mm aortic bioprosthetic valve, increased gradients and subvalvular pannus were observed. A transesophageal echocardiogram (tee) revealed mean gradient measurement of 33-38 mm/hg with velocities of 3-4 m/sec. Nine months post implant, this aortic valve was replaced with a 27mm valve. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.